Manufacturer narrative:
Visual inspection: during the investigation, no visible defects were detected. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav 2.0 was tested and is not adjustable to all specified pressures. Adjustability of 1 - 18 cmh2o was observed. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can determine an impairment in the adjustability of the progav 2.0. The visible deposits in the valve have led to the functional impairment. Furthermore, we can see visible deposits in the shuntassistant 2.0. These deposits did not affect the technical properties at the time of the examination. Deposits of natural substances found in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can affect the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (#fx643t) was implanted. According to the complainant, the shunt system showed an over-drainage and adjustment difficulties. The patient underwent a revision procedure. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.